Event description:
It was reported that during preparation of a transurethral ureteropelvic laser lithotripsy procedure, it was noticed that there was dirt on the fiber, causing the debris shield to be damaged. The procedure was completed with another of the same device. There were no patient complications.